Event description:
The customer reported to olympus, the adult patient had a sunburn-like burn (redness) to an unspecified location of the leg where the subject device was placed, in a straight line. The olympus representative surmises the subject device was not placed properly on the patient and caused a heat buildup. The subject device was not burnt. The therapeutic anal fistula procedure was completed successfully. The subject device was connected to an non-olympus generator with the settings at 50/50 blend coagulation. The settings were high and the non-olympus teflon pad melted too. No alarms went off during the procedure.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported issue (skin burn) was due to improper use of the neutral electrode, such as incorrect placement. In addition, since it is not an olympus product, it is not possible to assess whether the settings of the generator used may have been the cause of the reported issue. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.